Event description:
Additional information was received indicating a revision procedure was performed and upon opening the pocket it was observed the right ventricular (rv) lead was not properly connected into the device header. The rv was correctly connected to resolve the event. The patient was stable.

Event description:
It was reported, the patient was hospitalized due to experiencing presyncope. Provocative testing was performed and pacing inhibition due to noise resulting in oversensing on the device was observed. Diagnostic imaging was performed and no anomalies were observed. Lead insulation damage was suspected. A lead revision is anticipated but has not yet been performed. The patient was stable.